Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated the it was wet underneath a supply bag. The technical service representative assisted the hp in clearing the alarm. Upon follow up, the hp stated that they did not notice anything unusual with the bag such as a cut, slice, or hole. The hp was not sure why it would be wet under the bag other than possibly not tightening the connection as tight as normal. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.